Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A distributor reported an issue with a solero generator. During preparation for a procedure, after needle testing, the unit displayed an "error system 106." It was indicated the patient was in process of being sedated when the error message occurred. Ablation could not be continued; therefore, the unit was powered down and another needle was utilized with the same result. Three probes were tried on the unit, however, the error code on the unit could not be cleared. The procedure was aborted due to malfunction during testing of probes. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation. This event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation and treatment not provided.

Manufacturer narrative:
Returned for evaluation was solero generator serial number: (B)(6). Functional testing was performed on the unit. After needle testing, an error 106 message was received. Additional evaluation of the unit noted the unit had old software. The ronetix software card was replaced, however the new software version was unable to uploaded to the new ronetix card. Due to the problem with uploading the software and error 106, it was found that the baseboard (control board) was broken and need to be / be replaced. This component was replaced. The unit was tested and passed all testing. The reported complaint description is confirmed. The root cause for the error 106 was determined to be a defective ronetix card and control board, which were replaced. This is the first reported error of this unit for error 106. This is the first time the ronetix card and control card has been replaced. A review of the device history records (service order system) was performed for the reported serial number: (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).